Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose event the customer had symptoms such as customer being weak and difficulty breathing. Customer's blood glucose value was 479 mg/dl at the time of incident and tested using another meter and it read 522 mg/dl. Customer treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. Infusion set was removed from the body and it was bent. Bent cannula troubleshooting was performed and completed. Advised customer bent infusion set cannula may interfere with the amount of insulin delivered. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Advised customer that a replacement infusion set will be sent and is expected to return. The insulin pump was not returned for analysis.